Event description:
It was reported to the MFR by the facility ((B)(6)), per facility a resident was dropped about two weeks ago while using a hoyer hpl 700, which they are renting from joerns. The facility was using a the medical (another MFR) sling on the lift at the time and the sling was inside out as well. Training was provided by joerns to the facility on (B)(6) 2013. No return of device for MFR evaluation. Attempted to contact (B)(6) on several occasions with no response.